Event description:
It was reported that the sterile water filled in the syringe in the set was not originally filled with 10cc when the silver foley tray sterilization pack was opened. Only 7cc was filled in the syringe. So they stopped using.

Manufacturer narrative:
Based on sample received, the defective product returned was not manufactured by bd. As a result, no investigation was required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not manufactured by reporting manufacturer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water filled in the syringe in the set was not originally filled with 10cc when the silver foley tray sterilization pack was opened. Only 7cc was filled in the syringe. So they stopped using [the affected devices].